Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging missing results. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing. The reported issue could not be confirmed, however a secondary issue was noted; the label on the subject test strip carton was found to be missing. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.